Manufacturer narrative:
Contrary to what was initially reported, the surgeon did not abandon the procedure. He just did not use navigation after the patient was draped. He was able to use it for pre-planning. The system has been used in cases since with no problems noted. Hospital is planning on buying a new system very soon.

Manufacturer narrative:
12/07/2015 software analysis was unable to determine probable cause with the information provided. 12/08/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon was unable to navigate in the cranial software 5.2.1. They had successfully registered the patient and verified all of the instruments. When the surgeon proceeded to navigate they could see the reference frame and probe in the instrument tracking view, however, could not see them in the navigation screen. In trouble-shooting, the surgeon attempted multiple foot pedal software configurations and the software foot petal, issue was not resolved. A navigation system re-boot did not restore navigation. Delay in therapy was less than one hour. The surgeon opted to discontinue the use of the navigation system and abandon the surgery after the patient underwent anesthesia. There was no impact on patient outcome reported.